Manufacturer narrative:
During a pick-up of a rental citadel plus bed frame, an arjo representative observed that the side rail panel was partially detached from the side rail mechanism. It is unknown if there was any patient involved when the issue occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition. It was mechanically damaged, based on photographic evidence provided the side rail panel was detached from the side rail mechanism. The circumstances in which this issue occurred are unknown. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was broken and from that perspective the citadel plus bed did not meet the performance specification. There was no allegation that any patient was involved when the issue was detected. The circumstances in which this issue occurred are unknown. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
During a pick-up of a rental citadel plus bed frame, an arjo representative observed that the side rail panel was partially detached from the side rail mechanism. It is unknown if there was any patient involved when the issue occurred. No injury was reported.